Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient was experiencing tightness in his neck from the extension that were implanted in 2012. A revision surgery took place in (B)(6) 2014 where the implantable neurostimulator (ins) pocket was revised; the surgery resolved the issue. If additional information is received, a follow-up report will be submitted.